Event description:
Additional information was received stating the site was using a hercules bed which contains a considerable amount of metal. When the manufacturer representative checked it out we switched to a regular bed which brought the value down to a .4 (&) resulted in a 0.9 registration on a resin head (&) no issues verifying instruments. We then performed a fess with dr. Lee on that same bed (&) got a 1.4 for registration (&) again no issues with instruments. The site will continue to use the regular bed instead of the hercules bed from now on.

Manufacturer narrative:
H3: a medtronic representative went to the site to test the navigation system and found the system was performing as intended. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue. Analysis found that there was insufficient I nformation to determine if a software anomaly contributed to the reported issue. B01, c20, d15 are applicable to software analysis medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 9 735736, serial/lot #: 1.2.0, ubd: , UDI#:

Event description:
Medtronic received information regarding a navigation device during a fess procedure. It was reported that there was difficulty registering and then an alleged inaccuracy. There was a five minute delay trying to register the patient, registration passed with a metric of 2.7, proceeded to navigate which was 1-2mm inaccurate. The suctions were difficult to verify. They swapped from the flat to side emitter and suctions would verify. The patient scan was to protocol. The rep tried to checkout the system a little and was having issues getting the patient tracker details below 1.2 with the flat emitter. They got the value down to a .5 with a side emitter but continued to run into issues getting the value lower. There was no impact to the patient.